Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that the atrium could not be paced even after changing the atrial lead's position repeatedly. The physician suspected a malfunction. The atrial lead was replaced. Appropriate pacing was obtained. The procedure was completed with no issues. The patient was in good condition.